Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows the proximal portion of a prowler select plus microcatheter. The stent was noted to be detached in the hub of the microcatheter. The rest of the device was not observed in the photo and no further damages could be observed / noted. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8254510. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a stent being prematurely deployed in the hub was confirmed based on the detachment condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the 4.0mm dia x 23mm with no tip enterprise® 2 (enf402300 / 8254510) was prematurely deployed in the hub of the concomitant prowler select plus microcatheter. The physician replaced it with the ¿same like¿ product and the procedure was successfully completed. There was no report of any negative patient impact. A photo of the prowler select plus microcatheter was included in the complaint.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.0mm dia x 23mm with no tip enterprise® 2 was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent was returned for evaluation. The stent was found detached inside the microcatheter hub as observed on the photo that was included in the complaint. Microscopic inspection was performed on the stent. No abnormalities were observed on it (i.e., no broken struts, no kinks). Both ends of the stent were noted to be completely expanded. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the introducer of the enterprise was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Based on this, the customer complaint was confirmed. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8254510. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.